Manufacturer narrative:
Patient one (1) and two (2): patient demographics such as: age, date of birth, sex and weight were not provided by the customer. Patient three (3) and four (4): patient demographics such as age, exact date of birth and weight were not provided by the customer. Patient 4 is a (B)(6) female born in 1926. Qc, calibration and system check run after the generation of the non-reproducible access accutni+3 results did not recover within published performance specifications. The system check failed the washed portion with a high washed %cv and mean, indicating insufficient washing of the reaction vessels. Cts (customer technical support) assisted the customer via telephone in replacing all three (3) aspirate probes. After the customer changed the aspirate probes, system verification such as system check passed and qc recovered within customer established ranges. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the aspirate probes.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for four (4) patients. The elevated access accutni+3 sample for the first patient (designated as patient 1) was repeated six times on the same access 2 immunoassay system and erratic results, both within and outside of the assay's normal reference range, were obtained. The sample was analyzed on an alere instrument and a lower result was obtained. The elevated access accutni+3 sample for the second patient (designated as patient 2) was not repeated. The elevated sample for the third patient (designated as patient 3) was repeated on the same access 2 immunoassay system and a higher result, outside of the assay's normal reference range, was obtained. The elevated sample for the fourth patient (designated as patient 4) was repeated on the same access 2 immunoassay system and a lower result, within the assay's normal reference range, was obtained. At least one of the original elevated results was reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc), calibration and system check were not performing within assay and instrument specifications at the time of the event. The patients' samples were collected in lithium heparin tubes and were centrifuged in a stat spin centrifuge for three (3) minutes at 7259 rpm (revolutions per minute). No issues with sample integrity were noted by the customer.